Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak syringe concentric luer slip product leaked by the leur and was missing the piston seal. There was no report of injury or medical intervention noted.

Manufacturer narrative:
Investigation results: no samples or pictures were received by our quality team for investigation to verify the deformation in the upper part, close to the luer and the missing stopper (piston seal). A device history record review found the following non-conformances associated with this issue during production of this batch. During the assembly process a failure in plungers feeding was detected for this lot. Due to this failure plungers were not correctly positioned for assembly to stoppers. In addition, a failure in the barrels transferring in the assembly station was also noted which caused damage to barrels. Once these failures were detected, defective samples were rejected to scrap and mechanical team repaired the failures. Final products in this manufacturing line, for this reference and lot size are sampled and are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Unfortunately this syringe was not detected during the visual rejection process and the appropriate personnel have been notified. The root cause for this incident is related to the manufacturing assembly process. Based on severity and occurrence no formal corrective action is required.